Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd eva b2b - needle precisionglide 21x1-1/4in contained adhesive residue and foreign matter. Adhesive residue was found at the joint between the cannula and the connector (3 pieces); foreign particles (1 piece) are observed in the primary packaging. Quantity: 4 pieces. Evidence: photos.